Event description:
Customer reported the system displayed several error codes: low voltage error upon reboot, filament regulator error, low ma error, low kv error, and a popping noise occurred. No patient injury was reported.

Manufacturer narrative:
Regrease high voltage cables, installed new batteries, function test, tube is noisy, unit operates as intended.